Event description:
Reporter stated that she had a revision of reconstructed right breast. Reporter stated that she developed flu like symptoms with fever. She went to an out pt clinic and had lab work and fluid drained from breast. In 2007, pt stated that she had another revision and was placed on antibiotics for mrsa. Patient states that dr found adhesions and that implants shifts in her body and she feels implants are tight.